Event description:
Customer sent a repair request reported with an issue of "leakage". The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found the adhesive part of the illumination lens is peeled off.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found adhesive part of the illumination lens is peeled off. Leakage as reported by the customer was not confirmed however, water invasion on the device was observed. Additionally, the following findings on the device, service repair noted the following : the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. There are scratches on the insertion part, operation part, control knob, grip , universal cord , tip cover due to external factors. Wrinkles in the insertion part due to external factors are observed. The curved rubber adhesive is missing. Discoloration of the adhesive part of the tip body is recognized. Dirt on the operation part that is difficult to remove due to handling (insufficient cleaning). Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.